Event description:
Cotton shedding heavily - tampon [device breakage]. Case narrative: consumer reported via e-mail that the cotton was shedding from tampon. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.